Manufacturer narrative:
A ge oec service representative investigated the issue and found the hard drive was causing the malfunction. The hard drive was removed and replaced with software and calibration files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have poor image quality. On-site the ge service representative also noted images were slow to retrieve from the image directory.